Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation flow: functional. Visual inspection: axial con 3.5-4 to 5.5-6.35 (part# 102019004, lot# 257119, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device was deformed. Which might be due to the revision operation. Which would not contribute to the complaint condition. Functional test: a functional test could not be performed as the device was returned by itself, but the alleged migration condition can be confirmed from the x ray provided ¿image 1¿.since the x ray shows the rod slipping out from the connector. The complaint can not be replicated with the returned device(s). Dimensional inspection: a dimensional inspection was not performed due to relevance to complaint condition. Document/specification review no design issues or discrepancies were found during this investigation. The complaint was confirmed. Investigation conclusion: the complaint can be confirmed for axial con 3.5-4 to 5.5-6. (Part# 102019004, lot# 257119, qty# 1). A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history lot the DHR of product code: 102019004 lot : 257119 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 10.26. 2019 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a revision case was reported for set screws due to product failure. Patient complains of pain. Patient and procedure outcome were unknown. This complaint involves six (6) number of devices. This report is for (1) axial con 3.5-4 to 5.5-6.35. This report is 6 of 7 for (B)(4).